Manufacturer narrative:
Product analysis: it was confirmed that a known good stylus did not align with the cursor, since no stylus was returned with the programmer. The connection between the display overlay and printed circuit board (pcb) was re-seated. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was unable to be calibrated. The programmer was returned for service. There was no patient involvement.